Event description:
The physician reported that the patient passed away recently and the cause of death is unknown. It was noted that the patient experienced asystole before death but the physician doesn't think the asystole was related to vns. No additional or relevant information has been received to date.

Event description:
Information was received from the nurse practitioner noting that the cause of death was bradycardia / cardiac arrest. The patient was placed on hospice after the family refused pacemaker insertion. The generator was off at the time of death per the familys request. The patient has a history of bradycardia. The physician previously noted that the asystole was unrelated to vns, and now it was reported that the death was directly related to the asystole, thus the death can be concluded as unrelated to vns. No further relevant information has been received to date.